Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler set malfunction or product deficiency. Peritonitis is a well-known potential complication in pd patients often caused by touch contamination of the pd system. Therefore, it can reasonably be concluded the patient¿s peritonitis was likely associated with touch contamination; as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a separate event, it was reported a patient on peritoneal dialysis (pd) was on antibiotics for a previous infection. Upon follow-up the peritoneal dialysis nurse stated the patient was hospitalized on (B)(6) 2018 and was diagnosed with peritonitis on (B)(6) 2018. The patient¿s pd effluent grew gram positive organism (unknown bacteria) and the patient was treated with unknown antibiotics. Reportedly, the patient continued pd therapy during hospitalization and was discharged home after one week (exact date not reported). The patient has since recovered. The nurse indicated the cause of the patient¿s peritonitis was touch contamination during pd therapy.